Manufacturer narrative:
The complaint device has been received and is currently being investigated. When the evaluation results are available, a follow up medwatch report will be filed. Under investigation.

Event description:
It was reported that the insulator of the device broke less than five minutes after surgery started. It was brand new and the first use when the issue occurred. It was also reported that broken piece(s) possibly remained in the patient's body. The surgeon requests us to investigate if there is a similar complaint. Due to the incident, the procedure was extended for 30 minutes. The patient is now under observation. The backup device was used to complete the case.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observations reveal that the device shows signs of activation, the distal end of the insulating ceramic is missing, and the distal end of the shaft is slightly bent; confirming the complaint. Damage of this nature would suggest that tip of the device has been subjected to excessive forces within the joint space during use. No electrical or functional tests were conducted due to the condition of the electrode. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. Therefore, at this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that the insulator of the device broke less than five minutes after surgery started. It was brand new and the first use when the issue occurred. It was also reported that broken piece(s) possibly remained in the patient's body. The surgeon requests us to investigate if there is a similar complaint. Due to the incident, the procedure was extended for 30 minutes. The patient is now under observation. The backup device was used to complete the case.